Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 mesh were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hydrodilation of the bladder and anterior colporrhaphy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, and cystocele. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, subvaginal cyst, vaginal discharge, urinary retention and vaginal itching. It was reported that the patient underwent removal of tvt-s on (B)(6) 2009. It was reported that on (B)(6) 2010 the patient underwent excision of exposed anterior vaginal wall mesh midline with debridement of vaginal edges and closure of defect; excision of subvaginal cyst at vaginal introitus .

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.